Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the sales representative (sr) was visiting the chief of perfusion on (B)(6) 2015 she was told that during use the extension line tubing cracked. The event occurred while on a patient. Additional information received on (B)(6) 2015 by the sr stated that they spent 7:30 to 11:30 with the hospital staff and operating room (or) md. It was determined that in the or line room they are using alcohol and chlorhexidine to prep the patient for surgery per their protocol to minimize infection. The staff was instructed per the instructions for use not to use these directly on the lines. They are going to extend the intra-aortic balloon (iab) dressing to protect them moving forward. She was not able to obtain direct patient information regarding the events. Updated information received (B)(6) 2015 from the sr reported that the hospital staff identified the event as they saw "blood dripping out."

Manufacturer narrative:
(B)(4). Additional information: device evaluation: returned for evaluation was an ap (arterial pressure) extension line and 40cc 7.5fr iab. Upon initial visual inspection, it was noted that the extension line was cracked and broken at the distal tip. The damage is consistent with shattering; however, when attempting to shatter a lab inventory extension line, the shroud of the extension line became clouded and crushed instead of cracking and shattering. The type of damage noted to the returned extension line was not able to be reproduced with lab inventory parts. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of the extension line cracking is confirmed by visual inspection of the device. The damage to the extension line is consistent with the device having been shattered. Engineering has been notified of the event. This complaint will be monitored for any developing trends. The root cause of the damage is undetermined.

Event description:
It was reported that while the sales representative (sr) was visiting the chief of perfusion on (B)(6) 2015 she was told that during use the extension line tubing cracked. The event occurred while on a patient. Additional information received on (B)(6) 2015 by the sr stated that they spent 7:30 to 11:30 with the hospital staff and operating room (or) md. It was determined that in the or line room they are using alcohol and chlorhexidine to prep the patient for surgery per their protocol to minimize infection. The staff was instructed per the instructions for use not to use these directly on the lines. They are going to extend the intra-aortic balloon (iab) dressing to protect them moving forward. She was not able to obtain direct patient information regarding the events. Updated information received (B)(6) 2015 from the sr reported that the hospital staff identified the event as they saw "blood dripping out."